Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned in two segments. A visual inspection found the entire balloon and a portion of the inner guidewire lumen to be completely detached from the proximal catheter segment. The balloon detached at the proximal balloon glue joint. Therefore, the investigation is confirmed for both balloon detachment as well as catheter detachment. Additionally, both segments were examined via x-ray imaging, and the proximal marker band was found to have detached and was not returned, and the distal marker band was found to be dislodged distally on the inner guidewire lumen. Therefore, the investigation is confirmed for both detached and dislodged marker bands. The definitive root cause for the identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure of a left arm fistula, the pta balloon allegedly detached from the catheter shaft inside the 6fr sheath during retraction from the patient after the first inflation/deflation attempt. The balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a left arm fistula, the pta balloon allegedly detached from the catheter shaft inside the 6fr sheath during retraction from the patient after the first inflation/deflation attempt. The balloon and sheath were removed as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.